Manufacturer narrative:
The device has not been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
It was reported the customer experienced elevated blood glucose level (379 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer switched to manual injections and reports her blood glucose levels are still elevated. Cartridge and infusion set changed every 3-4 days.